Event description:
The customer reported that allegedly a reflection from the laser aimer on a prepping solution resulted in a eye burn of a staff member.

Manufacturer narrative:
A MFR's investigation is being conducted. Further details will be provided once available.